Event description:
While surgeon was operating on left tibia a drill bit broke. Broken piece was removed by surgeon. C-arm was in use, image taken and sent to radiology. Image read as negative for foreign body by radiologist. Radiologist and attending surgeon spoke on phone.